Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the phenom 27 catheter was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened marksman inner pouch. Damage location details: no flash or voids molded were observed in the hub. No damage was found with catheter hub. The catheter body was found to be kinked at 2.0cm from distal end. The catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. No leak was found with phenom 27 catheter. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the phenom m27 catheter was found to be damaged. However, based on the analysis and reported information, the customer¿s report of ¿catheter leak¿ could not be confirmed as no leak was found during testing. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm treatment procedure, a marksman catheter was advanced through a moderately tortuous femoral artery with a diameter of 10mm. High tension was encountered during navigation, resulting in damage to the catheter. The device was replaced with a phenom catheter, which was subsequently found to be leaking during hydration. Further inspection revealed damage to the tip of the phenom catheter. Resistance was also encountered distally during the procedure.

Manufacturer narrative:
Continuation of d10: product ID fa-55160-1030 (lot: 228014872); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering well. No patient symptoms or complications were reported. No actions were taken to resolve the damage/leak. The cause of the resistance/damage with the marksman was the blood vessels were too tortuous and the tensions were too high. The cause of the leak/damage was a problem with the phenom catheter itself.